Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Product was not returned and no lot number was provided for the unknown screw, an investigation could not be performed. Device is not expected to be returned for manufacturer review/investigation. (B)(4) the complaint indicated that the screw was broken post-op with an associated non-union requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left femoral neck revision was performed on (B)(6) 2016 for a non-union ((B)(4)). During the original surgery, a plate and eight screws were implanted. During the removal, all implants had been intact but one screw was broken. The broken screw was revealed on x-rays during the procedure. All parts of the broken screw were removed and no fragments remained in the patient. The patient was revised with a valgus osteotomy and bone grafting; a 6-hole 140 degree locking compression plate (lcp), dynamic helical hip system (dhhs) plate and an unknown quantity of screws. During the implantation of the dhhs plate and screws, while attempting to place one cortex screw, the large hexagonal screwdriver head broke off ((B)(4)). The piece was retrieved and a backup screwdriver was used. The surgery was successfully completed with a one minute surgical delay and no other medical surgical intervention. The patient status/outcome is fine. This complaint involves one device. Concomitant devices reported: locking compression plate (lcp) dynamic helical hip system (dhhs) plate - (part#240.161, lot# 1240809, and a quantity# of one); unknown screws - part#-unknown, lot#-unknown, quantity# - seven) and cortex screw - (part#-unknown, lot#-unknown, and a quantity# of one). This report is 1 of 1 for (B)(4).